Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a boil near the vibration box of the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to apply a patch over the affected area. The patient advised that he placed an antibiotic cream and cotton ball under the patch. The patient confirmed the skin irritation is improving.